Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported the basket formation with cannula was severed from the coil assembly. The wires are protruding 2mm from the cannula on the proximal end. There is a 14 cm section of the basket sheath that is stretched and the top coating of the braiding is missing. A kink is noted in the basket sheath 5mm from the distal tip. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported by the user facility that a patient underwent a ureteroscopy with laser lithotripsy and stent placement procedure. The attending physician attempted to extract a 5 mm stone using the ncircle tipless stone extractor. Once the stone reached the access sheath it was unable to pass through the sheath and the tip of the basket popped off. The physician was able to retrieve the tip of the basket with a grasper during this procedure. No pieces from the broken basket were left in the patient nor did the patient experience any adverse effects or medical intervention due to this occurrence. No further information was provided.